Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: m2a-magnum pf cup 48odx42id p/n us157848 l/n 907610 m2a-magnum mod hd sz 42mm p/n 157442 l/n 275210 bi-metric/x por nc 9x125 p/n x180309 l/n 678520.

Event description:
Reported surgeon had difficulty getting the modular head from the modular neck.